Event description:
It was reported that during a surgical procedure, the drill heated up. There was no report of any delay in the procedure, as a result of this event. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer, however, the complaint could not be replicated. Based on the results of the device evaluation, the device performed according to specifications.